Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 215072001 were returned and analyzed. The data files showed at least 16 applications were performed with a balloon catheter on the date of the event. System notice 50005 ¿fluid detection in catheter¿ was confirmed on the date of the event. Visual inspection of the mapping catheter showed the introducer was broken at the proximal end attachment with the torquer and the shaft was kinked. In conclusion, the mapping catheter failed the returned product inspection due to a broken introducer and kinked shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was not able to be repositioned. Additionally, the mapping catheter was stuck in the lumen of the balloon catheter. Further more, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Both balloon and mapping catheters were replaced. Upon retraction of the mapping catheter, massive force had be used to get the mapping catheter out of the balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.